Event description:
It was reported a patient underwent a pneumonectomy on (B)(6) 2021 and a drain was used. No specific details or issue provided regarding product. 2/4/2022: product analysis received and drain appears broken/cut. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: evaluation: product sample received. The lot number is unknown so batch record review and retain sample review could not be done. The complaint sample (15fr drain) was received for evaluation. The sample was used and not in original length. The length of the drain is 1200mm ±15mm. The length of complaint sample is 600mm without fluted area. Appears broken or cut. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the drain? No further information is available. Was any quality deficiency/non-conformance noted with the drain before use, during use or during post-op examination? No deficiency/non-conformance was reported about the drain. If yes, what was done to address the issue? Device return status for drain and reservoir: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.